Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and restenosis occurred. The 80% stenosed lesion being treated was located in mildly calcified, mildly tortuous saphenous vein graft (svg) in the distal right coronary artery (rca). A 3.00x28mm taxus express2 drug eluting stent was implanted. Angiography confirmed proper stent expansion. Medication given included: angiomax. Ten month post the initial stenting procedure, the pt experienced thrombosis. One year and five months post the initial stenting procedure, the pt presented with chest pain and in-stent restenosis of the rca. The restenosis was treated by implanting two non-bsc stents. Additional information was requested but not provided.